Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: 00709031 npi pump not connecting to server display board- segment dim bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00709031 (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 1 pump is not connecting to server. Failure device type: systems maintenance. Failure problem type: v12. Failure mode: training question. Case resolution: -walked customer through putting new network package on the pump . -encryption key was wrong in the network package. -created new package for customer and updated pcu. -pcu is now working. (B)(4).